Event description:
It was reported that the patient experienced minimal pain relief post-operatively and required bilateral stimulation, but mapping I ncluded the left side only. An x-ray with lead imaging was performed due to the minimal pain relief and showed lead migration from the top of t8 to the mid t8. The patient denied any falls or trips associated with the change. The issue was ongoing and not resolved. No injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 09-dec-2029, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 29-oct-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.